Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a recurring keypad anomaly. The customer¿s blood glucose was unknown l at the time of incident. Customer stated that the insulin pump center button was unresponsive and unable to clear alarms. Customer also reported to have received pump error alarm and had a blank display issue. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. No unexpected blank display noted during testing. Power connector properly connected. Pump error alarm found in the pump history due to software error. All buttons functioning properly no damage on the keypad assembly and the connector was locked properly during visual inspection. Passed leak test. Pump received with minor scratched lcd window, scratched case and pillowing keypad overlay.

Manufacturer narrative:
The correct information has been provided with this report.